Manufacturer narrative:
The fine traction assembly was returned to steris for evaluation and the reported event was able to be duplicated. Through further investigation, a sticky substance was found on the shaft tube assembly within the fine traction assembly causing the handle button to stick. As the handle button was stuck, this prevented the fine traction assembly from locking resulting in the reported event. The source of the observed substance on the shaft could not be determined, nor could the substance be identified. Steris does not use any materials similar to the substance identified during manufacturing of the fine traction assembly. The user facility was provided a replacement fine traction assembly which was installed shortly after the reported event. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the ot 1000 surgical table and was unable to duplicate the reported event. The user facility was provided with a replacement fine traction assembly. The fine traction assembly subject of the event will be returned for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the fine traction assembly to their ot 1000 surgical table would not remain locked. User facility personnel installed held the fine traction in place and the procedure was completed successfully. No report of injury.